Event description:
The surgeon reported the vitrectomy probe was bent and would not cut. The probe was switched out and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The vitrectomy probe is returning for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).